Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged which was confirmed through x-ray. The lead's pacing threshold measurement was high at 7.0 volts at 1.0ms. There was no allegation against the product however the physician blamed it on a very tortuous anatomy in which the physician had a very difficult time getting the lead in at implant. During scheduled check up, intermittent capture was noted on this lead. This lead was programmed off and further intervention will be considered on the next patient's check up. This lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.